Event description:
It was reported to boston scientific corporation on may 14, 2008 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed three months prior (patient gender, age and weight are unknown). According to the complainant, "during the procedure, they were unable to get the clip out of the scope; scope was in a retro flexed position at the ge junction." The physician removed it. The procedure was completed with another of the same resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Product evaluation of the returned device revealed that the clip assembly was detached from the bushing, but still attached to the control wire, via the tension breaker and yoke. The clip assembly was located just outside the over sheath. The control wire was kinked near the handle. Control wire was actuated and clip assembly was deployed. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during used based on the dfu precaution (s) " prior to use statements". - in a difficult scope position, it may be necessary to straighten the endoscope to facilitate the device passage, and then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. - in a difficult scope position, it may be necessary to straighten the endoscope to expose the clip from the over-sheath, and then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. The complaint was not confirmed; the reported malfunction is attributed to use error. The device history record for this lot was reviewed; no anomalies were noted.